Event description:
It was reported that while using bd vacutainer® sst¿ ii advance, the tubes pushed off the non-patient needle on unspecified number of tubes. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 20-feb-2025 investigation summary bd received three samples for investigation. The returned samples were used in a functional test involving drawing water, and no tube push off was evident. Additionally, ten retained samples were also used in a similar functional test, and none of these tubes were pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance, the tubes pushed off the non-patient needle on unspecified number of tubes. No patient or user impact reported.